Manufacturer narrative:
On 29-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse¿ bi-directional catheter and the loop of the catheter was stuck/jammed in a fully contracted position. The knob could not be turned or pushed up or down. No further details were provided regarding troubleshooting or completion of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to johnson and johnson medtech for evaluation. A visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed; however, waviness along the shaft was observed during the test. Device shaft was dissected and entangled components were observed. Due to the contraction issue, device handle was dissected, and the contraction compression coil was found in its place correctly; additionally, insufficient pu (polyurethane) was applied in this area causing a deficient contraction of the loop and contributing to the waviness observed in the shaft. A manufacturing record evaluation was performed for the finished device number 31669742l, and no internal actions related to the reported complaint were identified. The contraction stuck reported by the customer was confirmed. The root cause for the waviness and the contraction issues are traced to manufacturing process. The instructions for use (IFU) contain the following information: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system. An internal action was created to improve the lack of straightness in varipulse catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse¿ bi-directional catheter and the loop of the catheter was stuck/jammed in a fully contracted position. The knob could not be turned or pushed up or down. No further details were provided regarding troubleshooting or completion of the procedure. No patient consequences were reported.